Manufacturer narrative:
The pump has been received for analysis. Upon completion of our investigation, a supplemental MDR will be filed.

Event description:
The complainant reported an 80 year old male patient presenting with acute myocardial infarction and cardiogenic shock for impella support. The impella 5.5 pump was inserted and initiated without any reported issues. During patient transfer to a new hospital (and subsequent transfer of pump to new hospital's console), the pump would not restart. Attempts to restart the console were made (including transferring the pump back to the original console) but the pump could not be restarted. The decision was made remove the pump. No further impella support was required.

Manufacturer narrative:
The device and data lots were returned for analysis. The data logs found the pump operating within specification until an "impella disconnected while running" alarm occurred. An inadvertent pump disconnect lead to a hole in the catheter which allowed blood to leak into the red pump handle and corrode the eeprom board.